Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple button alarms. Reportedly, the wake button depresses normally, but "toggles" back and forth. Customer had elevated blood glucose levels (327 mg/dl). Customer delivered a bolus to stabilize blood glucose levels.